Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after the lens had been implanted into the patient's eye surgeon noticed a scratch on the lens. He explanted the lens and implanted a new lens and completed the procedure on the same day and no wound enlargement, suture was necessary. In the surgeon's opinion plunger from the handpiece scratched the lens and there was no patient harm.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of plunger scratched the lens (in and out). Therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided. Therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is:(B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.